Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded a cartridge onto the pump and received a notification stating the cartridge could not be detected. Troubleshooting with tandem technical support was performed, and customer was able to successfully install the cartridge. There was no impact to customer's blood glucose level.